Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced gaps in data, in addition to an adverse event that occurred. The patient stated that she had passed out due to hypoglycemic event. The patient stated that a bystander called 911. Upon arrival the paramedic's performed a finger stick blood glucose reading of 27mg/dl. The paramedic's administered glucagon and the patient recovered. The patient denied a hospital visit or further medical attention and went home. The patient alleges the data gaps occurred before she had passed out. At time of contact the patient's condition was recovered. No additional event or patient information was provided. No product was provided for evaluation. Data was provided by the patient and reviewed for evaluation on (B)(6) 2017. Complaint for gaps in data could not be confirmed. The root cause could not be determined, post investigation.